Event description:
Nurse was stuck by a needle while trying to close a 1.5 qt container. Nurse is reported to have placed it against their stomach and the needle protruded through the bottom and sustained a needle stick in their midsection. Container was lost and no pictures or lot numbers available.